Event description:
The initial attorney report alleged pain, infection, seroma, folded over, explant and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006 - the pt underwent lysis of adhesions and repair of recurrent incision hernia with a composix kugel mesh. On (B)(6) 2006 - office visit, superficial necrosis of the midline skin, however the areas below this are healing well. On (B)(6) 2006 - office visit, slight postop abdominal wound dehiscence, small area of exposed mesh. On (B)(6) 2007 - office visits, open wound with exposed mesh and purulent drainage from the wound. Inspection of the wound reveals the mesh is still adhered at the edges. There is fluctuance within the layers of the mesh, a small incision was made and a copious purulence drained. On (B)(6) 2007 - office visit, abdominal wound exam reveals exposed mesh, but much less purulence mesh will need to be removed. On (B)(6) 2007 - colonoscopy, some irritation and inflammation of the mucosa in this area, questionable whether or not this was on the mesh, no polyps or lesions seen. On (B)(6) 2007 - the pt underwent excision of the infected composix kugel mesh and hernia repair with a vicryl mesh. During this procedure it was noted that there were multiple areas where the mesh was turned over on itself with many areas of folded-over mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Currently it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's medical and/or surgical history may have contributed to the alleged event. The pt underwent hernia repair with a non-bard mesh 16 months prior to the recurrent incisional hernia repair with a composix kugel mesh. The pt reportedly developed an infection. Although the medical records do not indicate that the mesh was the source of the infection, the product's instructions for use state "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." During the excision of the composix kugel it was noted that there were multiple areas where the mesh was turned over on itself with many areas of folded-over mesh. No sample has been returned for eval, therefore, no eval could be performed. A review of the mfg records and sterilization records was performed and there was no evidence of a mfg related cause for the reported event. Based on info provided, no conclusions can be drawn.